Event description:
It was reported that an alert for eri was received via remote transmission. Device was at eol when interrogated in clinic. Review of session records revealed a sudden drop in battery voltage with no eri-eol margin. Normal battery voltage was observed one week prior to the alert. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory via review of battery voltage trend measurements. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.